Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced excessive occlusion alarms when infusing of lactated ringers and oxytocin through the same infusion line at a total rate of approximately 250ml/hour. The max occlusion pressure was set to 525 mmhg and the customer indicated the line flushed easily. After changing the tubing, the pump alarmed for air in line. When the tubing was changed a second time, the pump alarmed occlusion. There was patient involvement, but no harm reported.